Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set bent cannula events on 23 feb 2026. The insertion site was abdomen. The infusion set was in use for three hours. Patient reported that blood glucose are going high. No further information available.